Event description:
It was reported that the user experienced a severe low blood glucose event during the afternoon while using the ilet system, which required self-treatment with fast-acting carbohydrates and did not involve loss of consciousness or assistance from others. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities without hospitalization. Investigation included outreach to obtain additional event details and assessment for device performance issues based on available information. Investigation of this case revealed no specific device malfunction identified and the cause of the hypoglycemic event remained unclear based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable with the available evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.